Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) in the 400's (mg/dl). Reportedly, bg was due to customer "sneaking snacks" and not bolusing for the snacks. Customer had moderate ketones which were identified by a healthcare provider as dangerous/life threatening. Bg was addressed with manual injections.